Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient experienced erythema and a deep incisional pocket infection was suspected. The patient received intravenous antibiotics. The patient is a participant in a clinical study.

Event description:
It was reported that one week post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system the patient e xperienced pain at the implant site and blood test results showed an elevated c-reactive protein. An infection was suspected. Three days later the patient was hospitalized and the ev ICD system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ev240152 (evl011646v); product type: 0264-lead-hv; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.